Event description:
Device #1 of 2. Reference MFR. Report #: 1627487-2014-26339. The patient received an scs system which included two leads from the same lot number. It was reported the patient was experiencing uncomfortable stimulation and pain at ipg site.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.